Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with two 500cc mentor memorygel breast implant prostheses and experienced postoperative bilateral grade IV capsular contracture. The patient stated that mammogram performed on her breasts indicated that there are folds in her implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left prosthesis.

Manufacturer narrative:
On 1-jun-2020, mentor received additional information regarding the procedure type, the grade of the capsular contracture, and the explantation surgery. Initially, it was reported that the patient underwent a primary breast augmentation with the suspected medical device. However, new information revealed that the patient underwent a revision breast augmentation with the suspected medical device. The grade of the capsular contracture for both breasts was initially reported as IV. However, new information indicated that the grade is iii. The patient's explantation surgery was rescheduled from (B)(6) 2020 to (B)(6) 2020. The patient is scheduled to undergo bilateral removal and replacements with unspecified breast implants. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-may-2020, mentor received additional information regarding the date of explantation. The patient is scheduled to undergo explantation on (B)(6) 2020. The relevant field has been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).